Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient randomly experienced overstimulation across the lower back since (B)(6) 2016; the patient had fe lt overstimulation while walking down a hallway, driving, or sitting in the car. It was also reported that the patient saw the healthcare professional a couple months ago, the manufacturer representative had adjusted the patient¿s settings, and then a couple weeks later the issue had started. In addition, the patient noted that he had not contacted the healthcare professional regarding the uncomfortable stimulation. Additional information received from the consumer reported that the change to device programming had led to the uncomfortable stimulation in the lower back. With respect to steps taken to resolve the issue, the patient reported he had to wait a minute or two and then it would return to normal. The patient further reported the uncomfortable stimulation had resolved and the device had been reprogrammed. The patient¿s indications for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.